Manufacturer narrative:
A follow-up medwatch will be submitted when additional information becomes available. Note: this event occurred on the australian market. It is a significantly similar device to "hls set¿ which is sold in the USA under premarket submission number k112360. For section d4 all available identifying information is for the out of the us device, subjected to this report. Therefore, no gudid information exists. Furthermore, UDI information (primary di number) provided in d4 is for hls set with catalog number 701069073.

Event description:
The event occurred in australia during priming procedure on (B)(6) 2026 it was reported that the internal pressure for part wasn't reading. To investigate, the customer performed a reboot of the circuit without success. The sensor connector was checked and was found to be attached correctly. The internal components weren't bent or clogged. Further the sensor connector was swapped with a different probe to check if the issue was isolated to the pressure monitoring cable, however, the pressure was still not reading. A practice circuit was connected to the involved cardiohelp device and the pressures could be read. The involved cardiohelp device could be excluded as the fault. No visible defect was noted on the hls set. It was confirmed that the pressures were zeroed free of liquid. Further, no environmental conditions which could have influenced the event were present at time of priming. No harm to any person has been reported. As a pressure reading issue can lead to a pump stop, if the intervention is set by the user, a report is required. Complaint ID # (B)(4)